Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that this system was a part of an infection. Antibiotics were give for approximately one year, but puss was found at the incision site and along the ventricular tunnel, thus the system was explanted. The system will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier and evaluation conclusion code.

Event description:
It was reported that this system was a part of an infection. Antibiotics were give for approximately one year, but puss was found at the incision site and along the ventricular tunnel, thus the system was explanted. The system will not be returned. No additional adverse patient effects were reported.